Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tritanium bplate triathlon s6; cat#5536b600; lot#ctd17686, triathlon ps beaded #7l; cat#5514f701; lot#cst6d, tritanium patella-asymmetric; cat#5552-l-350; lot#dt28. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned

Event description:
It was reported that patient's left knee was revised due to infection. A washout and poly exchange was performed.